Event description:
Additional information received: it was the access ports that were not used to release the thumb advancer after clip deployment. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty retracting the vessel locator wings could not be confirmed as the vessel locator wings successfully collapsed during returned device analysis. The reported difficulty removing the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the starclose instructions for use (IFU) states: if resistance is met upon removal of the device, locate the two access ports on the lateral and medial sides of the device approximate to the location of the product logo. Insert the distal end of the dilator (or an 18-gauge thin-wall needle) into the access ports, one at a time, to release the locking mechanism on the thumb advancer. An audible ¿click¿ should be heard. Check that the number ¿3¿ exits the number window completely and the thumb advancer is freed from the locked position. Although use of the access ports could have assisted in removal of the device, the absence of using the access ports would not have contribute to the reported vessel locator wings not collapsing as the access ports release the thumb advancer and do not collapse the vessel locator wings. Additionally the IFU states: do not deploy the clip in areas of calcified plaque. It is unknown if the calcification contributed to the reported event. The reported difficulties appear to be related to interaction with the patient tissue post clip deployment and the subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of a mildly calcified right common femoral artery using a starclose after an interventional peripheral procedure using a 6f sheath. Reportedly, the vessel locator wings did not retract. The safety release mechanism was not used. The device was able to be removed with some resistance. No vessel damage was reported. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.